Event description:
See initial report.

Manufacturer narrative:
Section d.4. Has been updated with the lot number of the device. H.10: the pump was requested for investigation. Based on the visual inspection a large thrombus was found at impellor shaft and baffle seal interface. Moreover the baffle seal was larger than specification. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Based on this it is likely that the baffle lost its original configuration due to wear after being used for an extended 7 days run time. Based on the above, it can not be ruled out that the most likely root cause of the pump stop was the use of the device for more than 6 hours leading to the wear of the baffle seal. This caused a movement of blood into the lower housing causing the pump stop. As reported in the instruction for use, the tandemheart system has not been qualified for long term use (i.e., longer than six hours). The use of this device for periods longer than six hours may result in pump failure.

Manufacturer narrative:
Patient information was not provided. Serial number is unknown. This information will be provided in a supplemental report if made available. As the serial number is unknown, the device manufacture date could not be determined. This information will be provided in a supplemental report if made available. Cardiacassist inc. Manufactures the tandemheart pump. The incident occurred in (B)(6). Investigation is in progress. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Cardiacassist received a report about a sudden stop of the tandemheart pump displaying an error message "low flow" during procedure and it required replacement of the device. The patient desatted to the 20%. After pump replaced saturation went back to the 80% where they were previously. The patient required increased vent support.